Manufacturer narrative:
Batch review performed on 03 january 2019: lot 179836: (B)(4) items manufactured and released on 13 june 2018. Expiration date: 2023-05-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/d, reference 01.32.3241hct (k103721): lot 182608: (B)(4) items manufactured and released on 02 july 2018. Expiration date: 2023-06-19. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in due to signs of infection 3 weeks after the primary surgery (pathogen unknown). The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.